Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. As the device is not available for return, no device malfunction could be confirmed.

Event description:
Abrupt ac shallowing with hypotony at pod6 that required reformation of anterior chamber with healon x3 and anterior dislocation of iol.